Event description:
Boston scientific crm received information that this lead became dislodged one month and seven days post implant. It was successfully explanted and replaced with another lead.

Manufacturer narrative:
The electrical and mechanical performance of the lead under complaint was scrutinized. The analysis did not demonstrate any deviations from the specifications that can be related to the issues as mentioned in the complaint description. The cuttings in the outer insulation, the damages of the outer wiring and the deformed fixation helix are probably due to the explantation procedure. The functional test of the fixation helix mechanism was not properly feasible due to the bent fixation screw. The analysis did not reveal any sign of a material or manufacturing problem.